Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic presented in clinic for follow up. The implantable cardiac monitor could not be interrogated with the programmer. The device was able to send remote transmissions. The device would continue to be monitored. The patient was in stable condition.